Manufacturer narrative:
No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that while in a spinal fusion procedure there was an alleged inaccuracy with the imaging system. The surgeon reported an inaccuracy (2 mm "deep") prior to taking a spin with the o-arm. The site took another spin, which showed better accuracy but the surgeon reported that it seemed inaccurate later on in the procedure. There was a reported delay to the procedure of less than 1 hour due to this issue and no impact on the patient outcome.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined.